Manufacturer narrative:
(B)(4). Batch #: r57t1r, r57x61, r57r1p, r57r1d. Device analysis: no device was returned for analysis, only the tyvek from the lt200 device was returned. There was no issue with the blister or packaging seal. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information: for the lt200 device, was the packaging seal already open prior to attempting to open the packaging to remove the device (thus compromising sterility of the device)? Yes.

Event description:
The packaging of the lt200 was already open when it was taken to or. So the clips fell out of the packaging and the clips weren¿t sterile.